Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to insert battery into monitor) was confirmed. During the distributor evaluation, the pins on the monitor's j1 battery connector were bent, which prevented a battery from fully seating into the monitor. The root cause for the bent pins was excessive force while inserting a battery into the monitor. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable malfunction was discovered. The distributor reported that a monitor had a damaged battery connector which prevented a battery from seating in the monitor.